Manufacturer narrative:
Advance failure analysis results: an advanced failure analysis found that no physical damage was observed on the catheter shaft or tip. Fiber was removed from the catheter shaft. No physical damage was observed on the fiber. Three circumferential markings were observed on the control ring. Markings appear to be on the surface of the control ring and not on the surface of the insulation, indicating that they are not likely to be user induced. Absence of physical damage observed on the device suggests that the root cause is not attributed to user mishandling physically damaging the product. Visual appearance of RMA fiber termination tube was compared to known good catheter fiber termination tubes. In known good catheters after, pulling the fiber to bond failure, the termination tubes were observed to have a substantial amount of adhesive remaining. The presence of adhesive remaining on the reference termination tubes indicates strong bond between the adhesive and the metal fiber tip. In the RMA catheter, the metal termination tube was observed to have almost no remaining adhesive present. Lack of adhesive present indicates weak bond between the adhesive and the metal fiber tip. It appears likely that less force was required to pull back the fiber in the RMA catheter than in a nominal catheter. Additionally, discoloration was observed on the termination tube. Sem/edx was performed on the RMA fiber termination tube and a reference fiber termination tube from a catheter that was pulled to fiber bond failure. The termination tubes were mounted on an sem stub using cu tape and a thin (30 nm) layer of au/pd was evaporated on them to ensure good conductance throughout sem examination. Sem imaging was performed at low accelerating voltage (5 kv) and edx spectra were obtained at 5 kv and 15 kv (deeper x-ray penetration). Fiber termination tubes (pn 335071-01) are made of stainless steel 304, and the certificate of conformance shows that the alloy contains c, mn, p, s, si, cr, ni, n, cu, mo, and co. Tips are centerless ground, and the machining wheel used for centerless grounding is typically made of aluminum oxide (al2o3) and silicone carbide (sic). The reference termination tube surface showed stainless 304 ingredients as well as si and al, which are likely from the centerless grinding medium (there is 0.43% si in stainless 304, but no al). Significant adhesive residue that remained on the surface showed a strong c signal. The RMA termination tube flat surface showed stainless 304 ingredients as well as si and al, similar to the reference termination tube surface. However, a significant number of sparse and clustered white particles were observed on the surface of the RMA fiber tip. Particles were observed to consist of cl, na, and k. The sparse adhesive residue on the RMA fiber tip showed a strong c signal. Sample units were built with various sources of nacl contamination added on the fiber termination tube. Pull testing was performed on contaminated sample units. Contaminated sample units were observed to have significant adhesive residue remaining on the fiber termination tube, which differs from the condition of the RMA fiber termination tube. Findings indicate that the nacl found on the RMA fiber termination tube during sem/edx analysis is not the sole root cause of the fiber bond failure. Proof load testing is performed on every unit per fiber integration mpi 1095188-01. Proof load test confirms that the fiber bond strength meets acceptance criteria prior to distribution to the field. A DHR review found no ncs or pls related to the fiber bond. Root cause of fiber bond failure does not appear to be attributed to manufacturing. The root cause of the fiber bond failure is not determinable. Overall occurrence rates for fiber bond failures are low; failure mode will continue to be monitored for recurrence.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The ion catheter was received for evaluation. Visual inspection of the tool channel and sensor connector showed no obvious signs of damage or fluid, and the input disks rotated as expected. Preliminary investigation found that the shape sensing fiber appears to have come loose and rotated internally relative to the catheter causing a quasi-stable oscillatory motion that centers around the commanded catheter tip position. Upon visual inspection of the catheter tip under magnification, the fiber was not observed to be underneath the adhesive at the distal tip of the catheter, which suggests that the adhesive to metal fiber tip bond failed leading to the fiber pulling back and rotating internally. Further investigation is in progress. Review of the ion state logs showed that approximately 18 minutes after the start of the procedure, the catheter tip started to move in an uncontrolled circular motion. Upon removal of the trackball, catheter motion was observed to continue. The catheter ceased to move when the e-stop was pressed, but the motion persisted after the e-stop was recovered. Support logs show that the catheter was removed from the system shortly after the e-stop was pressed the second time, and a new catheter was installed on the system. An intuitive field service engineer tested the ion system on-site at the user facility. The system test drive performed in accordance with specifications and system verification testing passed. The ion system was cleared for use.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, under fluoroscopy without anyone touching the motion control console (mcc), the catheter was moving on its own. Prior to the procedure, all safety checks and registration were normal. A couple of biopsies were done before the reported event without issues. The physician then navigated to a lesion successfully; however, while taking the biopsy, the catheter began to rigorously move in a circular motion - the tip was rotating back and forth. The trackball was removed from the mcc, but the catheter continued to move. The emergency stop was activated then recovered; however, the issue persisted. It was reported that no error messages occurred. Although there was no injury to the patient, the reporter stated that the catheter was moving to a point where it was thought that the movement may injure the patient anatomy. The physician elected to remove the catheter and replace it with a with a backup catheter. Re-registration and re-navigation was performed as normal. The procedure was completed without further difficulty. X-ray confirmed there was no pneumothorax and the patient was discharged home the same day.